Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty. Patient's legal counsel further reports a revision procedure has been indicated due to an unknown reason. However, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a revision procedure approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.